Event description:
Serious injury involving one person. Consumer called to report that he had pain in his right eye and was diagnosed by his practitioner as having a corneal ulcer. Pt was very upset that this had happened to him. Date of event; 9/29/98. Lens model/water content; torisoft - 37.5% water. Lot number; unk. Eye and location; right eye, central. Total duration of use; since 2/97. Last visit to dr prior to symptoms; pt was seen at eye tech on 10/98 for eye exam, and by another dr 11/98 for lisik procedure. Name of disenfectant used; complete. Days lens worn between cleaning; difficult to determine because of inconsistencies - pt says wore 3 hours, ecp has info stating 30-60 days continuous use. Clinical diagnosis; corneal ulcer. Treatment administered; unk. Prognosis; good - corneal ulcer is stable.